Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in clinic with their dual-chamber pacemaker in backup vvi (bvvi) mode on (B)(6) 2020. The bvvi caused the patient to experience syncope. The pacemaker was explanted and replaced. No patient condition after the procedure was reported.

Event description:
New information received notes that device was explanted and replaced on (B)(6) 2020 and patient was stable after the procedure.